Event description:
It was reported that the ¿bells and whistles will go off once you find out who I am when I give it to you, it¿s very evident I was overdosed.¿ no further information was provided. It was unknown what the pump system was delivering.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient overdosed on (B)(6) 2014 and was hospitalized. It was noted the patient's last refill was on (B)(6) 2014. It was reported the symptoms did not occur until two days after the pump was filled. It was further reported emergency medical services (ems) took him to the hospital because he "was dying" and was unconscious. It was also reported a physician assistant (pa) at a different facility increased the patient's dose a considerable amount, which resulted in overdose symptoms. It was noted the exact symptoms were unknown and the onset was unknown. It was reported when the patient was in the hospital he had to wait one day to decrease the dose because they had to get the programmer to the hospital. Per the pump logs the pump was examined (B)(6) 2014 at 14:49. The session data report indicated the pump was delivering hydromorphone 8.0 mg/ml and the dose was 2.0486 mg/day, bupivacaine 0.9 mg/ml and the dose was 0.23046 mg/day, and baclofen 250 mcg/ml with dose of 64.02 mcg/day. The pump was updated (B)(6) 2014 at 15:02 to increase the dose 3%. It was noted hydromorphone was 8 mg/ml and dose 2.1020 mg/day, bupivacaine 0.9 mg/m and dose 0.23648 mg/day, and baclofen 100 mcg/ml with a dose of 26.28 mcg/day. It was further indicated the pump was updated (B)(6) 2014 at 14:23 and hydromorphone was 8 mg/ml with a dose of 2.1020 mg/day, bupivacaine 0.9 mg/ml with a dose of 0.23648 mg/day, and baclofen 100 mcg/ml with a dose of 26.28 mcg/day. It was noted the previous pa dose was 2.4793 hydromorphone and the pa dose was decreased to 0.20 mg/day. It was also reported the patient had an appointment on (B)(6) 2014 with the healthcare provider (hcp). The pump was also examined (B)(6) 2014 at 16:20. Per the pump logs the pump was delivering hydromorphone 8 mg/ml and the dose was 2.2042 mg/day, bupivacaine 0.9 mg/ml and the dose was 0.24798 mg/day, and baclofen 250 mcg/ml and the dose was 68.88 mcg/day. The session report showed a bridge bolus on (B)(6) 2014. It was also noted that pa (patient activation) dosing was activated. Additional information has been requested; a follow-up report will be sent when it becomes available. Additional information received reported the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative (rep).